Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter experienced catheter damage. The following information was provided by the initial reporter: the plastic ferrule is "stroking" back when the needle is removed. Plastic irregularities are also seen on the ferrule.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 085-nov-2022 . H6: investigation summary our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of catheter defective / damaged was not confirmed upon inspection of the photo and sample. Analysis of the sample showed that there were no abnormalities present. The sample photo also did not show any defect. Bd cannot confirm the cause of the failure is manufacturing related since the reported defect was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter experienced catheter damage. The following information was provided by the initial reporter: the plastic ferrule is "stroking" back when the needle is removed. Plastic irregularities are also seen on the ferrule.